Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. It could not communicate with any external devices. A physician mode recharge was initiated with success and a normal recharge session was performed. According to the trace report, no coupling was observed on five of the six previous recharge sessions (0 bars). Good coupling (8 bars) was observed during analysis after a physician mode recharge was performed. The device went into lock mode on (B)(4) 2014 and stayed in that state until it was received for analysis.

Event description:
It was reported that there were coupling and telemetry issues. No connection with the implantable neurostimulator (ins) was possible with the patient programmer, charging system, or clinician programmer. All of the external devices were charged, but there was still no connection possible. The patient had symptoms of less than 50 percent therapy relief and a burning sensation at the device pocket. The patient had the burning sensation on the device pocket when they changed programs. The patient did not fall or experience another trauma. The manufacturing representative did not think the ins flipped or was deeper than 1 cm because the device did not work from one second to the other. The manufacturing representative stated that nothing was working. The ins was to be explanted. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) was explanted and replaced. The patient was doing well and their therapy worked.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator (ins) explant was scheduled for 2015-(B)(6).